Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Additionally, the customer was not seeing drops of insulin exit the end of the infusion set tubing. The customer changed out the supplies and resumed insulin. There was no impact to the customer's blood glucose level. Apidra insulin had been used.